Event description:
It was reported that during an unknown procedure, the firing knob snapped off when trying to release staplers intraoperatively. It is unknown how procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) - firing knob. Additional information: did the device staple? Partially before firing knob broke off. Did the device cut? Partially before knob broke off. If the device stapled and cut, was the staple line and cut line complete prior to the firing knob snapping off? No. How was the case completed? Same like product. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.